Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The above is corrected information on the DHR review.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes in the process were identified to be related with this event. The product sample consisted of a 14.5 fr palindrome with slots, heparine coating and anti-microbial sleeve catheter, 19 cm implant length, 36 cm oal. The catheter presented signs of use and was received cut at approximately 2 cm below the felt cuff. After a visual inspection, a puncture hole was found on the silicone white strain relief tube of the arterial extension. During a functional test, bubbles were detected coming out from the white silicone tube of the lumen which corresponds to the arterial extension. The lumen corresponding to the venous extension did not show bubbles during the test. The device was in use for 4 years. The device was more likely damaged during use. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The most probable root cause could be due to the device coming into contact with a sharp object or improper use of a sharp object. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
The customer stated that there was a leak in the arterial lumen. The catheter was placed in 2011. The date of the failure was (B)(6) 2015 and the catheter was removed on (B)(6) 2015 the catheter dwell time was 4 years.

Manufacturer narrative:
Submit date: 02/05/2015. An investigation is currently underway. Upon completion, the results will be forwarded.